Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.2cm in diameter abdominal aortic aneurysm. It was reported that the patient presented for follow up. The CT revealed that this device migrated proximally into the aneurysm, re sulting in a type ib endoleak. Currently the abdominal aortic aneurysm is 3.5 cm in diameter. Although no aneurysm expansion had been observed, the physician elected to implant an endurant iliac limb landing before the bifurcation of the right internal and external iliac arteries. After ensuring that the type ib endoleak had resolved, the procedure was completed. Per the physician, the cause of the endurant stent graft proximal migration into the aneurysm remains unknown, although there¿s a possibility that longitudinal development of aneurysm had caused the event. No additional clinical sequelae were reported and the patient is fine.